Event description:
It was reported that during upgrade to an ICD, there was no bipolar pacing or sensing on the lead. The device was removed from service. No patient complications have been reported as a result of this event.